Event description:
Administered (B)(6) 2025? Patient reached out (B)(6) 2025 stating that her knee was "still very swollen and extremely painful" and stated swelling continues to be greater than prior to injection and pain is a continuous 8 out of 10. While it's normal to have some continued pain and swelling following the injection, it shouldn't be greater than what was experienced prior to the injection. Primary osteoarthritis of right knee.